Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll for evaluation. The event electrode pads were not returned as part of the investigation. The device was tested extensively, including defibrillation testing, with no faults identified. Review of the device log found no evidence related to the customer report. The multifunction cable (mfc) receptacle was replaced and a replacement mfc cable will be provided to the customer as a precaution. The device was recertified and returned to the customer. No emerging trend based on similar reports